Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, an attempt was made to implant a stent distal to a previously implanted stent, contrary to instructions for use. The c-flex membrane was entrapped on the struts of the previously implanted stent, and after some manupulation, the stent delivery system was withdrawn through the guiding catheter, also contrary to instructions for use, resulting in membrane separation. The c-flex was successfully retrieved with a snare device. Another multi-link stent was successfully implanted. Reportedly no patient injury occurred.